Manufacturer narrative:
As reported by the legal team, the patient underwent placement of the optease vena cava filter on or about (B)(6) 2011. The optease filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc filter thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter on or about (B)(6) 2011. The optease filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc filter thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: section a1 (patient identifier (in confidence)) section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (other relevant history, including preexisting medical conditions (e.g.,allergies,race,pregnancy,smoking and alcohol use, hepatic/renal dysfunction, etc.)) Section d11 (concomitant medical products and therapy dates (exclude treatment of event)) unk 6 french sheath unk wire section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of left leg femoral popliteal left deep vein thrombosis and edema. Filter was placed upright in a good position. The optease filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc filter thrombosis. During an attempted removal of the filter it was noted that there were two areas of thrombus within the filter and it would not be safe to remove the filter despite the good position and it being easily retrievable. Per the patient profile from (ppf), the patient reported blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. Patient had an attempted but unsuccessful percutaneous removal procedure 21 days post implantation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The optease filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc filter thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, patient had a history of left leg femoral popliteal left deep vein thrombosis and patient¿s leg was edematous. Filter was placed upright in a good position. Additionally, during an attempted removal of the filter it was noted that there were two areas of thrombus within the filter and it would not be safe to remove the filter despite the good position and it being easily retrievable. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. Patient had an attempted but unsuccessful percutaneous removal procedure 21 days post implantation.